Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited undersensing of p-waves" and the right ventricular (rv) lead lead thresholds had risen to high levels. The rv lead and ra lead are still in use. No patient complications have been reported as a result of this event.